Event description:
There has been no new patient/event information received since the last report was submitted.

Manufacturer narrative:
Investigation/evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. A photo provided by customer confirms lot number 9388351. The device was returned with the handle in the closed position. The basket formation was returned with the wires severed. The severed basket formation appears to be ¿open¿. The severed wires were returned in a specimen jar. 5 mm of the basket wires are protruding from the basket sheath. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. Visual examination noted the support sheath is bent over in a ¿u¿ shape. There are several kinks in the basket sheath located at 5 cm from distal tip, and again at 16.5 cm, 27.5 cm, 60.3 cm, and 84 cm from the distal tip of the basket sheath. The basket wires have been severed 6 mm from the distal cannula. Visual examination noted a blueish tint on the ends of the severed wires. A review of the device history record for lot number 9388351 showed no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history revealed this is the only complaint associated with the complaint device lot 9388351. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have had all 4 of the basket wires separated at the same location, approximately 6mm from the distal cannula. The separated basket was returned. All 4 basket wires are kinked / damaged at the separation location. It appears the basket of the device was damaged significantly enough to severe the basket wires and cause the distal end of the basket to detach. The provided information stated the wires were not exposed to a laser during use. Possible related factors could have been the size / shape of the stone being removed, patient anatomy, user technique when removing the stone, and / or other devices being used during the procedure. The cause of the wire breakage could not be determined. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: perioperative nurse coordinator. PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported, the ncircle tipless stone extractor basket failed during the procedure. Pieces that fell apart were all retrieved from the patient. Additional information was provided by the customer on 18-feb-2019: during the ureteroscopy with laser lithotripsy, we were retrieving a relatively large stone. The stone was not coming from the access sheath, we put the laser in the same scope channel, opened the basket wide open, and lasered the stone in the middle. The vision was clear so we didn¿t hit the basket with the laser and the basket was intact at the end of the lasering. The basket suddenly broke in 4 different areas while we were trying to pull the stone. The separated part of the basket was retrieved from the patient's kidney using cook biopsy forceps. The stone retrieval was completed with a different basket. No unintended part of the device remained in the patient's body. No addition procedure was required. There were no adverse consequences to the patient as a result of this occurrence.